Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly was not holding the tubing securely. The device was not changed out. The perfusionist opened the clamp to straighten the tubing out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event